Event description:
It was reported that there was noise and oversensing on the right atrial (ra) lead and there was no capture at high output. A lead dislodgement was suspected. The lead was explanted and replaced and the noisy signals were also observed with the replacement lead. Therefore it was noted that there may be a sensing issue with the device. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2015. (B)(4).